Event description:
Boston scientific received information that noise was observed on the shock channel. The right ventricular (rv) lead's thresholds have increased as well as pacing impedances and shock impedances have increased with measurements greater than 125 ohms over the past few months. Technical services recommended testing for lead and connection issues. The sales representative stated he would discuss this further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, all available information indicates the device and rv lead remain in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Approximately one week later, it was reported that the rv defibrillation lead was surgically abandoned and replaced due to the increase in threshold and impedance measurements. A new rv defibrillation lead was successfully implanted. No additional adverse patient effects were reported.